Event description:
Shock wave machine stopped functioning after 800 shocks, case terminated. Large renal stone mostly dealt with surgeon reports, but unable to finish and also couple smaller stones. No harm. Unlikely patient to need to return emergently, but will likely need to return to have another treatment.